Event description:
It was reported that a patient underwent an atrial fibrillation and supraventricular tachycardia ablation procedure with a qdot micro¿ catheter and post ablation the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. During an afib case and svt study, a pericardial effusion was noticed. They noticed the effusion on intracardiac echocardiography (ice) when they were coming up with the ice catheter. The pericardial effusion was confirmed by ice and transthoracic probe. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and was transferred to the intensive care unit (ICU) for recovery. Additional information was later received indicating the physician was unsure about the cause of the adverse event. No specific adverse event occurred, effusion discovered during routine ice imaging although patient condition was stable. No transseptal puncture was performed yet. Slow pathway modification performed in the right atrium (ra) prior to the effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Patient improved but required hospitalization in ICU to recover from the pericardiocentesis. Patient has history of hypotension, otherwise healthy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation and supraventricular tachycardia ablation procedure with a qdot micro¿ catheter and post ablation the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. During an afib case and svt study, a pericardial effusion was noticed. They noticed the effusion on intracardiac echocardiography (ice) when they were coming up with the ice catheter. The pericardial effusion was confirmed by ice and transthoracic probe. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and was transferred to the intensive care unit (ICU) for recovery. Device investigation details: an analysis of the product could not be performed as the physical sample was not received for evaluation. The lot number provided by the customer was not recognized as a valid lot number in our system, as such, a manufacturing record evaluation (mre) could not be conducted. However, if the product or product details are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) .